Manufacturer narrative:
This event was reported to csi by a physician peer reviewer. This event occurred at (B)(6) hospital healthcare system and the physician present for the procedure was dr. (B)(6). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the tip of the device became detached and remained in the patient. The target lesion was 90% stenosed and located in the proximal common iliac. The lesion was treated with one pass with the oad on low speed. Resistance was felt at the crown of the device, and the crown was noted to jump forward. The tip of the device was then noted to be detached. The device fragment remained in the patient and the procedure was completed with balloon angioplasty. The patient was in stable condition following the procedure.